Manufacturer narrative:
No complaint was received with the return of the device. A partial lead was returned in two pieces. Final analysis found external insulation abrasion that breached only the optim sheath consistent with friction to the device can was found at 15.6 cm to 16.7 cm from the connector pin. The silicone insulation beneath was intact. No conductor fractures or internal shorts were found.

Event description:
This report is to advise of an event observed during analysis.